Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at 340 mcg/day. It was reported that the doctor scheduled the patient for exploration/revision. Patient complained of no relief from spasticity symptoms, patient not experiencing adequate reduction in spasticity. Another hcp manages the baclofen pump but did not perform a catheter dye study, according to the patient. The doctor was unable to aspirate from the existing devices. He replaced the spinal and pump segment of the catheter. He left the existing spinal segment of the catheter in place and tied off with sutures because he did not want to risk csf loss for the patient. He connected to new catheter components to the existing pump, and observed steady csf flow. Pump segment of catheter was removed and discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. There were no further complications reported/anticipated.